Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tubes"), uterine perforation ("perforation: cervix"), device expulsion ("perforation: cervix"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding, abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6)). Previously administered products included for prevent pregnancy: birth control pills in 2012. Concurrent conditions included body mass index normal. On an unknown date, the patient started analgesics at an unspecified dose and frequency. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("severe abdominal pain"), pain in extremity ("pain in her legs, feet"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia") and arthralgia ("pain in ankles"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), blood iron decreased ("decline iron levels"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and mood altered ("mood changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, back pain, blood iron decreased, migraine, fibromyalgia, fatigue, mood altered and headache outcome was unknown and the pelvic pain, abdominal pain, pain in extremity, vaginal haemorrhage, menorrhagia and arthralgia had resolved. The reporter provided no causality assessment for arthralgia, device expulsion, fallopian tube perforation, headache, menorrhagia and vaginal haemorrhage with essure. The reporter considered abdominal pain, back pain, blood iron decreased, fatigue, fibromyalgia, genital haemorrhage, migraine, mood altered, pain in extremity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient continued to experience these symptoms until on (B)(6) 2017 when she underwent a hysterectomy for attempted relief of these essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jan-2018: pfs received: reporter information, patient dob, product stop date, new events vaginal haemorrhage, menorrhagia, headaches, arthralgia, fallopian tube perforation, uterine perforation added. Outcome for the events pain in extremity, arthralgia, abdominal pain, vaginal haemorrhage and menorrhagia added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tubes"), uterine perforation ("perforation: cervix"), device expulsion ("perforation: cervix"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding, abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2005, (B)(6) 2007)), migraine headache, amenorrhea, menstrual migraine, breast lump, premenstrual syndrome, fibromyalgia and cesarean section. Previously administered products included for prevent pregnancy: birth control pills in 2012; for an unreported indication: mirena iud and ocp. Concurrent conditions included body mass index normal, burning feeling vagina, vaginal itching, d & c, vaginal discharge, dysuria, nausea, vomiting, diarrhea, photophobia, lightheadedness, sound sensitivity increased and shoulder pain. Concomitant products included rizatriptan. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("severe abdominal pain"), pain in extremity ("pain in her legs, feet"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia") and arthralgia ("pain in ankles"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), blood iron decreased ("decline iron levels"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and mood altered ("mood changes"). The patient was treated with analgesics, anovlar (loestrin), estrogen nos (estrogen), estradiol (vivelle-dot), surgery (supracervical abdominal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, back pain, blood iron decreased, migraine, fibromyalgia, fatigue, mood altered and headache outcome was unknown and the pelvic pain, abdominal pain, pain in extremity, vaginal haemorrhage, menorrhagia and arthralgia had resolved. The reporter provided no causality assessment for arthralgia, device expulsion, fallopian tube perforation, headache, menorrhagia and vaginal haemorrhage with essure. The reporter considered abdominal pain, back pain, blood iron decreased, fatigue, fibromyalgia, genital haemorrhage, migraine, mood altered, pain in extremity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient continued to experience these symptoms until on (B)(6) 2017 when she underwent a supracervical abdominal hysterectomy, bilateral salpingectomy, fulguration of endometriotic implants, and fulguration and drainage of the right ovarian endometrioma for attempted relief of these essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2017: clinical information pelvic pain, menorrhagia. Diagnosis: fallopian tube, left : segment of fallopian tube, completely transected. Uterus, supracervical hysterectomy and right salpingectomy adenomyosis. Proliferative endometrium.endocervix, no significant microscopic findings. Right fallopian tube with endometriosis. Endocervix : endocervix, no significant microscopic findings. Gross description the specimen is received in formalin consists of an identified segment of fallopian tube, measuring 5.5 cm in length and 0.4 cm in diameter. Serially sectioning reveals and unremarkable patent lumen. Attached to the fallopian tube is an essure device, measuring 5.5 cm in length and 0.1 cm in diameter. Essure is gross only. Sections; multiple. Blocks-1. The specimen is received in. Formalin and consists of a supracervical hysterectomy specimen with attached right fallopian tube weighing 96 grams and measuring 6.5 em. From lower uterine segment to fundus, 4.4 cm. From cornu to cornu and 3.6 cm. From anterior to posterior. The serosal surface is pink-tan and smooth. Anterior is inked red and posterior is inked black and the stump. Of cervix is inked blue. Upon opening, the endometrial cavity measures 3.5 x 2.1 cm. And is lined by pink-tan hemorrhagic endometrium that appears slightly thickened. The myometrium measures up to a thickness of 2.1 cm. The right fallopian tube measures 6.6 cm. In length and 0.3 cm. In diameter. Sectioning reveals unremarkable patent lumen. Cassettes are labeled as follows: anterior stump of cervix, 2-posterior stump of cervix, 3-4-anterior endomyometrium, 5-6-posterior endomyornetrium, 7-right fallopian tube. Sections; multiple. Blocks-7. The specimen is received in formalin and consists of one irregular fragment of pink-tan rubbery tissue, measuring 1.1l x 0.6 x 0.5 cm. The specimen is serially sectioned. Sections; multiple, all. Blocks-1. Most recent follow-up information incorporated above includes: on 24-jan-2018: medical record received. Case became medically confirmed.concomitant condition and drug added. Historical drug and condition added. Lab data updated. Product, patient and reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), pain in extremity ("pain in her legs"), blood iron decreased ("decline iron levels"), migraine ("migraines"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and mood altered ("mood changes"). The patient was treated with surgery (she underwent a hysterectomy for attempted relief of these essure related symptoms on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, pain in extremity, blood iron decreased, migraine, fibromyalgia, fatigue and mood altered outcome was unknown. The reporter considered abdominal pain, back pain, blood iron decreased, fatigue, fibromyalgia, genital haemorrhage, migraine, mood altered, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient continued to experience these symptoms until on (B)(6) 2017 when she underwent a hysterectomy for attempted relief of these essure related symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.